Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five events of kinked cannula in mid december. Patient noticed symptoms within three hours after insertion. The site of location was abdomen, arm and back. High blood glucose was treated using correction injection via multiple daily injection. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.